Manufacturer narrative:
The reported impedance anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
New information received notes that device was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing impedance was observed in the rv channel. The patient was sent for a chest x-ray and will continue to be monitored.